Manufacturer narrative:
Product evaluation was conducted in order to investigate this issue. The ticket searches determined that there is no unusual activity for the likely cause lot 08631lf00 and the complaint trending report review determined that complaint activity was normal for the issue of false (B)(6) results under investigation. Clinical sensitivity analysis of this reagent lot showed no issues when evaluating two sero-conversion panels which detected the same first reactive bleed as historical lots. Thus through all tasks completed for this complaint investigation for architect (B)(4), lot 08631lf00. No product deficiency was identified and no additional issues were identified. There is no malfunction as additional testing at a reference laboratory returned additional (B)(6) results on multiple platforms for the sample. The customer reported that they no longer consider the sample referenced in the complaint as false (B)(6).

Event description:
The customer stated that one patient sample generated (B)(6) results for the architect (B)(6) assay. The patient was redrawn within two weeks of the first test and (B)(6) results were generated for (B)(6) assays. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) (test result), (no consequences or impact to patient). (B)(4) ((B)(6) result). Product evaluation is in process and the results will be submitted in a follow-up report.